Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure in the morning. On the same day afternoon, the catheter was allegedly found to be fractured under x-ray. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows the catheter tube and a syringe. The catheter tip is visible. A fracture can be noted on the proximal end of catheter tube, catheter segment was not visible in the photo. The proximal end edges seem to be uneven. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure via right internal jugular vein in the morning. On the same day afternoon, the catheter was allegedly found to be fractured under x-ray. There was no reported patient injury.